Event description:
Blood flecks noted in helium line on balloon pump (apx. 1 hour after arrival from cath lab), a few minutes later blood pooling into helium line. Fellow to bedside and had to remove pump.